Event description:
It was reported that during an acl reconstruction surgery the ar-1588rt-2j had suture failure. Device had been pulled up into the femur and button flipped, as surgeon began to toggle white sutures to reduce the loop and pull the graft into the femoral socket the suture failed and loop construct came undone. This happened with two separate ar-1588rt-2j devices, third opened to complete surgery successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. ***update swit (B)(6) 2023: the surgeon said as he was pulling on the two white sutures above the button to reduce the loop of the tightrope underneath the button he felt something 'give' or 'snap' and then the graft became slack.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation noted that the suture tape loop was cut and undone. The suture blue #5 fiberwire and #2 tigerwire were not returned. Functional testing was not performed due to the damage to the device. The probable cause of this failure is having cut the suture with a sharp instrument during the procedure. The most likely cause is attributed to misuse due to user error.